Manufacturer narrative:
(B)(4). The device was received with minor yielding on the articulation joint. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It is possible that this type of damage can occur after the device undergoes heavy loading. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a hysterectomy procedure, in the middle of the case, the jaw stopped working. The case was completed using another device of the same product code. There were no patient consequences reported.